Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after deployment, the device was difficult to remove. The access ports were used unsuccessfully. Manipulation and counter traction were used to remove the device from the pt anatomy. After removal, the vessel locator wings looked broken, but were still attached to the device. Hemostasis was achieved with the clip of the device. There were no adverse pt effects reported. Though requested, no additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for evaluation. It has not yet been received.